Event description:
The manufacturer received information alleging a ventilator had a leak. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module and .43 micron filter were replaced to address the issues.